Manufacturer narrative:
Initial.

Event description:
It was reported that after each meal announcement the user experienced postprandial hyperglycemia with a highest continuous glucose value of 206 mg/dl on a dexcom g7 while using an ilet system with an inset 23" infusion set, and no issues were reported with supplies or timing of announcements. Symptoms included headache associated with the hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user or caregiver and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.